Event description:
It was reported the pt did not feel stimulation. A sjm representative met with the pt and performed a diagnostic and all impedances were within normal limits. It was reported the pt recently had an injection to deaden the sacroiliac nerves. Programming was unable to resolve the issue. A sjm representative will meet with the pt at the next appointment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.